Manufacturer narrative:
A ge service representative to fix the remote touch. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system is screening constantly. The alarm went off and they had to cut the power to stop it. No pt injury was reported.